Event description:
Pt underwent laparoscopic epigastric hernia repair with sepramesh. In the immediate post-operative period, pt complained of severe pain which the surgeon believed to be from co2 insufflation during laparoscopic surgery. Over the next two days, pt contributed to complain of pain and developed a rectangular shaped reddened area on their skin over the site of the hernia repair. The surgeon believed this to be a reaction to the mesh. On the third post-operative day, the mesh was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.